Event description:
During an attempt to insert a brite tip catheter sheath introducer, the distal tip of the sheath became "frayed". Attempted to clarify the complaint were not completely successful and it was not possible to rule out significant tip damage. The reporter stated that the brite tip became rather rough. The femoral access site was described as mildly tortuous but not calcified; it is not known if scar tissue at the site might have hindered csi insertion.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. With such limited info, it is not possible to determine with any certainty what caused the sheath tip damage; however, characteristics of the vasculature may have contributed to the event.